Manufacturer narrative:
The hill-rom technician found the hi/low was drifting. The technician disassembled and cleaned the hi/low drive assembly to repair the bed.

Event description:
Information received indicates the hi/low function is not operating.